Manufacturer narrative:
(B)(4) investigation still in progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).

Event description:
The customer reported receiving cloudy images. This would result in re-exposure to obtain an image.